Event description:
The patient reported a shocking sensation. The shocking was positional and occurred when sitting. There was shocking pain under her ribs that took her breath away. The onset was sudden. The indication for therapy was chronic low back pain and lumbar radiculopathy. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.